Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer with a request for additional information. Multiple attempts for additional information have been made, but the customer refused to provide logs or tracings from the event timeframe and provided no further clinical information other than that the baby recovered and the transducer was replaced by the customer. After the transducer was replaced by the customer, the device was operational again. As the customer did not provide any further information and the ultrasound transducer with the alleged malfunction is not available for evaluation, it is unclear if the cause of the issue is due to a user issue or due to a defective transducer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
It was reported the delivery was delayed due to inconsistent fetal heart rate and the newborn was 'mildly asphyxiated'. The fetal heart rate was slow after monitoring was initiated so oxygen and fluids were administered to the mother. Several minutes later, the midwife indicated the audible heart tones were noted to be around 130-140 bpm, which was inconsistent with the heart rate displayed on the monitor at 90-110. When the patient's cervix was completely dilated, a doppler ultrasound was used to measure fetal heart rate, which was 120-130 bpm. The staff suspected there were issues with the fetal heart rate probe, so it was exchanged; however, the same inconsistency was noted. The midwife returned to using the original probe; however, the audible heart tones were more consistent with the fetal monitor. At this time the patient was instructed to push and the baby was naturally delivered, though it was indicated the newborn was 'mildly asphyxiated' and was subsequently transferred to the nicu.